Manufacturer narrative:
No sample has been returned for evaluation for the complaint of leaky trocars; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Event description:
A surgeon reported the valved trocar cannula leaked during a procedure. The procedure was completed after replacing the product. There was no harm to the patient. No additional information is expected.